Event description:
Ventilator was on pt since admission in CPAP mode. Physician ordered add'l support, simv mode. When mode changed, alarm sounded, vent appeared to be self cycling, without a tidal volume being delivered. Immediately pulled from svc. Attempted the "est" test, but failure occurred stating "pressure relief valve test failed." Called to bio-med.

Event description:
The problem experienced by facility is not a specific device failure. As previously indicated, the ready for use indicator is a feature of the device. It is intended to provide notification to users that further attention is required. The software update provided to facility was to correct a product deficiency (recall z-0341-5). As is common in software updates undertaken as part of a recall program, philips includes other planned updates that are ready for release along with the software that corrects the condition that prompted the recall. In this case, the improved ready for use test functionality intended to minimize the occurrence of unintentional red x was also incorporated into the software update distributed under the recall program and was provided to all customers subject to the recall. The customer has received the software included as part of the above referenced recall, which also included improved ready for use test functionality. The incidence of ready for use test failures has decreased at this facility. However, as previously indicated, the ready for use test is a feature of the product to indicate that further attention may be required. It is not appropriate or desired to eliminate the occurrence of red x.